Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had surgery which took care of their pain except that their right side still hurt. Pt stated that they tried to use the ins shortly after the surgery, however the vibration (stimulation) was too much for their incisions so they stopped charging and using the ins. Pt stated that yesterday they tried charging the ins, however they couldn't recharge the ins. Pss reviewed possible ins over-discharge with the pt. The patient was redirected to their healthcare provider. Pt called back from number in phone 2 repeating information already documented regarding pt's back didn't hurt anymore after spinal stenosis surgery except where the "disk" was that was for their scs. Pt repeated the ins doesn't work and now won't connect. Pt said they didn't know if they should just have the scs taken out or try to have it turned back on, but had not heard from a rep yet since the last call. When asked hcp, pt gave follow-up hcp on their registration. Pss reviewed another message to reps would be sent out and to follow up with hcp office to contact a local rep as well. Additional information was received from the patient. The patient mentioned they were still feeling pain but it was not the same thing they were feeling inside their body and their legs still hurt. The patient wants their ins charged again because it does everything to their back. The patient does not remember the last time they were able to charge their ins so ps suspected possible discharge. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps also sent an email to a manufacturer representative (rep) to restart the patient's device. The patient mentioned they were in a lot of pain and they had some injections and cauterization of some nerves. The patient mentioned they were always in pain but it was not from the injections or surgery, the pain was in their muscle above their legs. Additional information was received from the manufacturer's rep. It was reported that the patient is planning on having the ins replaced, but has not scheduled anything at this time and will let the rep know when they are ready to move forward with replacement. Additional information was received from the patient. The reason for call was caller mentioned that they have been in hospitals and rehab all of "december" and haven't been home to get their equipment. Caller stated no one should be able to get into their apartment without their permission but the controller and ac power supply are missing and no where to be found. When asked if the hospitalization was related to the implanted device or therapy, caller replied with yes. Caller then said they had to have a new implant put in and after they were falling so much that now they have severe arthritis in their hips and lumbar spine. Caller stated they will be having an ablation of the left side later this month. Caller then said they are hoping the stimulator helps with their severe arthritis pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.